Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was revised due to patient complaint of device comfort. All available information indicates that the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker complaining of device discomfort. The device was revised and remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects reported.